Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. As received, the electrode belt failed an ECG fall-off test. The cause for the test failures was isolated to internally shorted u727 and u728 processors on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the damage on the distribution node pca. An internal corrective action has been issued. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed pulse testing.